Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: the pump was returned with corrosion in the battery compartment. The battery compartment was observed to be cracked in two places. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The test cap was able to carefully attach to the pump, however the pump did not power on and did not have audible tones or vibration; the display remained blank. The pump history and black box could not be downloaded. The pump failed leak testing with a leak at the battery compartment cracks. The pump cover was removed and there was no further evidence of moisture. The complaint of an intermittent power issue could not be adequately investigated due to inability to power on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter noted that the patient had experienced a blood glucose (bg) over 250mg/dl but under 500mg/dl. There were no reported signs or symptoms of hyperglycemia. The reporter stated that the battery compartment was damaged, there was moisture corrosion in the battery compartment, and the battery cap's yellow o-ring was visible at the time of the power issue. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the alleged power issue was not resolved with troubleshooting.